Event description:
Adult male consumer used product in ear canal. Consumer alleges that he withdrew the swab from the ear and it had no cotton on it. He alleges that he had blood in his ear. He did not look at the swab before using.